Event description:
The customer contact reported the pump "sparked." The pump was delivering an unspecified medication. No specific pump programming was provided. After the patient transported from the recovery room to the unit, the pca pump was "put on the bed and not an IV pole." The pca pump was plugged into ac power and the pump "sparked." Burn marks were reported on the sheets and bed; however, no fire reported. There was no adverse patient effects. No medical interventiona were necessary. The pump was removed from clinical service. During visual examination at the user facility, the ac power cord was reportedly "severed." Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.